Manufacturer narrative:
It was reported that the halogen light allegedly had a red service light on the wall control. During the third-party field service investigation, the fst noticed that there was a gap between the spring arm and the horizontal arm due to a broken c-clip. Additionally, it was noted that the m3 screw was missing. The field service tech replaced the c-clip but was unable to replace the m3 screw. A stryker field service technician has been scheduled to revisit the account and complete the repair. The customer has been advised to remove the light from service until it is repaired. A supplemental MDR will be filed when the repair is completed and the device evaluated by stryker quality engineers. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the halogen light allegedly had a red service light on the wall control. During the field service investigation, the fst noticed that there was a gap between the spring arm and the horizontal arm due to a broken c-clip. Additionally, it was noted that the m3 screw was missing. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
It was reported that the halogen light allegedly had a red service light on the wall control. During the third party field service investigation, the field service technician noticed that there was a gap between the spring arm and the horizontal arm due to a broken c-clip. Additionally, it was noted that the m3 screw was missing. The field service tech replaced the c-clip but was unable to replace the m3 screw. At a later date, a stryker field service technician (sfst) visited the site to perform the repairs. During his visit, he observed the stripped m3 screw and found that the spring arm circlip was not properly installed. The sfst then replaced the halogen light spring arm, ensuring that the circlip was properly seated, and reinstalled the existing light head. The spring arm and light were then tested, and both units were found to be working properly. The spring arm was returned and inspected by a stryker quality engineer. During the investigation, evidence was found that the circlip had been improperly installed by the contract field service technician who made the initial service call. The m3 screw was found to be difficult to remove at first, but after several attempts, the screw was able to be removed and reinstalled properly. The root cause of the misseated circlip issue can be attributed to improper reinstallation of the spring arm by the contract service technician who was sent out to perform the initial troubleshooting for the customer complaint of a flashing service light. The root cause of the stripped m3 screw is unknown, but the most likely root cause would be misalignment of the screw threads during installation. These issues were discovered during routine maintenance, and there was no patient involvement, surgical delay, or adverse event reported.

Event description:
It was reported that the halogen light allegedly had a red service light on the wall control. During the field service investigation, the fst noticed that there was a gap between the spring arm and the horizontal arm due to a broken c-clip. Additionally, it was noted that the m3 screw was missing. There was no reported patient involvement or adverse consequences.